Event description:
Reported as "when the pump was examined under fluoroscopy, the motor was hardly moving."

Manufacturer narrative:
03/04/1998: h6- primary finding of device analysis revealed motor stall due to motor gear corrosion.